Manufacturer narrative:
(B)(4). Operative report received and attached.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch # unk. B3: unknown, assumed 1st day of month that the event took place. H6: health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of colon polyp too large for resection who underwent an extended right hemicolectomy. Operative note indicates multiple intra-abdominal adhesions that ¿precluded safe performance of the colectomy¿ and surgeon converted to an open colectomy. The bowel was divided using a ¿gia stapling device¿ and a ¿side-to-side functional end-to-end anastomosis was created using a gia-75 stapling device¿ from the terminal ileum to the transverse colon. A tx-60 linear stapling device was used to reapproximate the common opening. The stapled closure of the common opening was reinforced using lembert sutures of 3-0 vicryl, and the other angle of the anastomosis was reinforced with interrupted 3-0 vicryl sutures. No difficulties noted with stapling. The patient progressed well postoperatively and was discharged on pod #4. On pod #7, patient was readmitted due to watery diarrhea, and CT scan demonstrated abnormal air fluid levels within the dilated colon. The patient was safely discharged pod #9. Two months postop patient presented with abdominal pain and vomiting and CT scan revealed an abnormal postoperative appearance of the anastomosis suspicious for anastomotic leak. Patient underwent an anastomosis resection, during which the bowel appeared dusky associated with the anastomosis likely related to ischemia, and a fluted blake drain was placed in the right upper quadrant. An ileostomy was also created in the right mid lower abdomen. The patient progressed post-operatively well. The patient¿s ileostomy was reversed two months later.